Manufacturer narrative:
Device evaluation: product evaluation was not performed because the product has not been returned. The complaint issue reported could not be verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. Historical data analysis: a search of complaints revealed no other complaints have been received for this production order number. Conclusion: as a result of the investigation, there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was damaged prior to patient contact. The customer stated that the lens was never implanted into the patient's eye. No further information was provided.